Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a polarsheath was selected for use. After introducing the sheath in the left atrium, there were constantly air bubbles inside the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device will not bet returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone +(B)(6).